Event description:
It was reported that the pt's device system was removed due to infection. No pt symptoms or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.